Event description:
Prior to a breast biopsy procedure, the tissue marker does not discharge when pressing. Not noted how case was completed. No pt consequence. 2 devices returning. Affiliate ref# 000055